Event description:
It was reported that the patient presented during a routine in-clinic check. Noise was observed on the right ventricular lead. Presyncopal symptoms were reported. The lead measurements were stable. There was no r wave sensing since the patient was dependent. The noise was not reproducible in clinic. No intervention was performed. Patient was doing well and no symptoms reported after in clinic check.